Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for molding defect with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for molding defect was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode with the sample provided. Root cause description:: the cap damage was most likely caused by a timing issue on the equipment which inserts the stopper into the cap, or impact damage from moving the assemblies to the insertion point. This tends to be a transient issue which affects relatively few assemblies at any one time.

Event description:
It was reported that the bd vacutainer® z (no additive) plus urine tube stopper had a molding defect. No injury or medical intervention reported.